Event description:
An optometrist reported that a patient complained of blurred visual acuity and irritation in both eyes (ou) with more irritation noted in the left eye (os) five days post treatment. The patient was noted to have dry eye/ superficial punctate keratitis (spk). The patients' symptoms still persist. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. An attempt was made to obtain additional information. No additional information has been provided.

Manufacturer narrative:
The investigation is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Sample is not expected to be returned for evaluation. An attempt was made to obtain additional information. No additional information has been provided. (B)(4).

Manufacturer narrative:
Additional information: a review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause could be determined, system is performing within specifications. (B)(4).